Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the audio bolus button was under responsive to user presses. There was no reported damage to the bolus button. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: during investigation, the audio bolus button cover was found to be intact. There was no damage observed. An audio bolus button was programed and delivered with the appropriate button response. The audio bolus button was removed and inspected for defects or contamination. There were no defects or contamination found. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).